Event description:
Boston scientific received information that system was exhibiting left ventricular (lv) impedance measurements greater than 2000 ohms in tip to ring configuration and increased threshold measurements. Sensing measurements were fine. The caller stated that implant impedance was around 500 ohms and that this increase had just occurred in the past two weeks.

Manufacturer narrative:
A boston scientific technical services consultant discussed programming different lv lead configurations to see if they produce an in range impedance and good threshold. Caller programmed lv tip to coil and good thresholds an impedance of 592 ohms were noted. The patient did experience stimulation at higher outputs but as the output went down during threshold testing, the stimulation went away. The consultant stated the issue could be related to a device to lead interface connection or a lead insulation problem. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.